Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.(B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified distal right coronary artery (rca). A 3.50 x 32 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. A non-bsc guide extension catheter was used as support to delivery the synergy¿ stent but still failed to cross the lesion. It was also noted that the distal stent was deformed. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that a stent strut on row 2 on the distal end of the stent was lifted. The undamaged proximal section of the crimped stent od(outer diameter) was measured using snap gauge and the result is within the maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no kink along the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The (B)(4) stenosed target lesion was located in the severely tortuous and moderately calcified distal right coronary artery (rca). A 3.50 x 32 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. A non-bsc guide extension catheter was used as support to delivery the synergy¿ stent but still failed to cross the lesion. It was also noted that the distal stent was deformed. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was good.